Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not recharged her ipg in approximately 6 weeks. In turn, the patient was unable to establish communication between her ipg and external devices. The sjm representative confirmed the ipg was inoperable. Subsequently, the patient underwent surgical intervention wherein the device was explanted and replaced with a different model. Effective therapy resumed following the procedure and the issue is resolved.